Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirm hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by exogenous long-acting insulin taken prior to initiating their replacement ilet, resulting in an excess of insulin relative to the user's need.

Event description:
On 7/9/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 7/9/24. On 7/9/24 the cds contacted the user to review their ilet reports. During the call the user reported dropping and breaking her ilet, after which they contacted customer support and received a new device. The user took their long-acting insulin a few days later and restarted the ilet on their own, resulting in a severe low requiring ems assistance. The cds advised that they need to be off their long-acting insulin for at least 24 hours before restarting the ilet. The user planned to restart the ilet on 7/10/24 as their last dose of lantus was on 07/08/24. On 07/09/2024 a beta bionics customer care agent followed up with the user about the event. The user reported a lowest blood glucose reading of 31 mg/dl, lasting for 1.5 hours. The user lost consciousness and ems was called. The user was treated with and orange juice, glucose tablets, and peanut butter crackers.